Manufacturer narrative:
The pump was received with a stripped battery cap coin slot. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was protruding and the battery cap was stripped. Blood glucose level at the time of the incident was not provided. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.